Event description:
Additional information received reported that there was no problem with the pump. It was noted that the patient had spinal fluid leak that was (attempted to be) fixed with a blood patch on (B)(6) 2014. It was reported that it was unknown if leak was fixed or not.

Event description:
It was reported that there was a catheter problem. It was noted that ¿they think patient may have an intrathecal leak going on.¿ it was reported that the patient¿s healthcare provider (hcp) scheduled a cat scan for the following day. It was noted after the question of when the hcp thought the intrathecal leak started, the initial reporter responded with it had been ¿since surgery (B)(6) 2014¿ (implant date). It was reported that the patient¿s swelling had not subsided. It was noted that the swelling was normal to some degree but the fact that is ¿isn¿t getting any better is not.¿ it was reported that the swelling is at where the catheter was introduced in the spinal cord. It was noted that there had been no volume discrepancies found at the refill. It was reported that the compound and dosing was changed. It was noted that the dosing seemed to be okay. It was reported that the patient was having issues with pain control and another reason they are thinking leaking in the intrathecal space. It was noted that the pump was originally placed with 10 mg/ ml of morphine compound (initial fill after surgery) and then just had a refill two weeks ago (B)(6) 2014 and then compound was changed to 25 mg/ml. It was reported that the dosing was changed too. It was clarified that the pump was used to infuse 10 mg/ml of compounded morphine and was currently being used to infuse 25 mg/ml at 10 mg/day bolus of compounded morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information noted there was dislodgement. Conflicting information reported the patient recovered without permanent impairment, the patient was recovering while the persistent fluid leak was being monitored. It was noted the spinal fluid leak was fixed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the healthcare provider told her that the catheter was too big for her body and he wasn't able to seal it off well enough which caused the cerebrospinal fluid leak to develop. No further information was reported in regards to this event.

Manufacturer narrative:
(B)(4).